Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent. There was no damage noted to the packaging or issues noted upon removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. During the procedure it was reported that stent deformation during positioning occurred in vivo. Another endeavor resolute was used to continue the procedure. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: kinks were visible on the hypotube. There was a kink on the distal shaft 21.1 cm distal to the guide wire entry port. The stent was positioned on the balloon between the marker bands as per specifications. Deformation can be seen to the 19th and 20th distal stent wraps with raised struts. There was damage to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.